Manufacturer narrative:
(B)(4). Date sent: 3/3/2022. Investigation summary: this is an analysis of 19 videos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the videos 1st, 2nd 3rd show tissue handling and cutting by surgical instruments. The video 4th shows a straight needle/suture combination is introduced and it suture a piece of tissue. From 5th to 13th videos show surgical instruments handling, cut and cauterizing tissue. The 14th 15th 16th videos show a needle/suture combination suturing the tissue. The video 16th shows surgical instruments handling, cut and cauterizing tissue. The video 17th shows at the 4:40 mark a device is introduced with a blue reload loaded. At the 4:48 mark a small piece of tissue is placed in the middle part of the jaws. At the 5:33 mark the tissue is removed and the cut line and staple line were as expected. At the 7:25 mark a device is introduced with a green reload loaded. At the 3:45 mark tissue is placed between the jaws. At the 7:54 mark the jaws were closed. At the 8:50 mark the jaws are open and the cut line and staple line were as expected. At the 9:31 mark a device is introduced with a green reload loaded. At the 9:57 mark tissue is placed between the jaws. At the 9:58 mark the jaws were closed. At the 10:09 mark the jaws are open and the cut line and staple line were as expected. After that an oozing was noted along the staple line. The videos 18th and 19th show tissue sutured by a needle/suture combination. Based on the videos review, the event described of leak intervention is confirmed, however, no conclusion or root cause could be determined. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was obtained: could you please provide the product code related to this event? Code psee60a was this converted to complete the procedure? Please explain how the procedure was completed. The patient was submitted to a total hysterectomy, the dehiscence of the anastomosis was evidenced in the 2po through tomography. No notes were taken of the material during the procedure, only later did the surgical team consider a possible failure of the stapler/reload. No further information about the end of the procedure. Could you please clarify if there were any patient consequences? The case is still under review, so we don't have the damage classification yet. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Not informed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a total hysterectomy and the dehiscence of the anastomosis was evidenced in the 2po through tomography. No notes were taken of the material during the procedure, only later did the surgical team consider a possible failure of the stapler/load.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2021 b2, b2, h1 and h6 (health effect - clinical code, health effect - impact code).

Manufacturer narrative:
(B)(4). Date sent: 1/13/2022. Additional information received: tangential resection of the anterior aspect of the rectum due to a focus of endometriosis. He applied the stapler without any difficulty. However, soon after applying the stapler, he performed a rubber tapping maneuver and there was air leakage through the suture line. He made a second layer of reinforcement suture by hand, invaginating, because of this. On the 2nd day post-op when he re-approached, the suture was fully open. It was not an anastomosis, but a tangential resection of the anterior wall of the rectum. Without any technical difficulty to apply the stapler. He never had a problem with j&j materials, but he was very frightened by this case, as immediately after application, he visualized a leak in the suture line.